Event description:
The customer reported incubator belot motion errors and initiated troubleshooting with the customer technical support (cts) to resolve the issue. Cts informed customer of the potential biohazards and safety hazards associated with troubleshooting which may include a potential for shock, puncture or pinch and advised them to remove jewelry and use properly installed tools to minimize their risks. During the troubleshooting the customer noted few drops of fluid leaked out of the reaction vessel waste bag. Cts advised the customer to treat the leak as a biohazard fluid. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient treatment or results are associated with this event. The facility does have a risk management / hazardous exposure control plan is in place. The customer cleaned and wiped the spill. Service was not dispatched for this event.

Manufacturer narrative:
(B)(4). Eval summary : service was not dispatched.